Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hub detachment issue occurred. It was reported that the hub on the vizigo sheath fell off. To be more specific on what section broke/separate, it was the gasket. The hemostasis valve (gasket) broke into two pieces. The hub became detached from the sheath. The sheath was not being used on the patient. The sheath was replaced, and the procedure was continued and subsequently completed. No adverse patient consequence was reported. The hub detachment was assessed as MDR reportable product malfunction.

Manufacturer narrative:
The device evaluation was completed on 22-may-2022. It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hub detachment issue occurred. It was reported that the hub on the vizigo sheath fell off. To be more specific on what section broke/separate, it was the gasket. The hemostasis valve (gasket) broke into two pieces. The hub became detached from the sheath. The sheath was not being used on the patient. The sheath was replaced, and the procedure was continued and subsequently completed. No adverse patient consequence was reported. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation. Visual inspection of the returned device was performed following bwi procedures. Visual analysis revealed that the hemostatic valve was not found inside the device. The hemostatic valve detachment could be related to the dilator wrongly introduced; however, this could not be conclusively determined. It was determined that the hemostatic valve separation issue found during this investigation could be related to the hub detachment issue described by the customer. The additional finding of the hemostatic valve separation was also assessed as MDR reportable. Therefore, the h 6. Medical device problem code has been updated. During the product investigation, the lot number was identified as 50000082, from the device that was received. Device history record (DHR) evaluation was performed for the finished device number 50000082 and no internal action was found during the review. Based on the DHR, the d4. Lot, d4. Expiration date and h 4. Device manufacture date were updated. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)